Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation revealed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The root cause of the broken pitch cable was determined to be a component failure. No image or procedure video was provided for review. A review of the instrument log for the mega needle driver (470194-06/k10211108 0119) associated with this event has been performed. The instrument was last used on (B)(6) 2022 on system sl0344. The device had 7 uses remaining after the last use. This event is considered a reportable malfunction due to the mega needle driver instrument breakage during a procedure, and it was unknown if a fragment fell inside the patient. Additionally, fa investigation confirmed the reported event by identifying a broken pitch cable. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver had broken cables. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to request additional information related to the event. The customer noted that the instrument was inspected prior to use. It was unknown if a fragment fell inside the patient. The instrument has been sent back to isi for analysis.